Event description:
It was reported that during an unk procedure, when opening the device package, the orange staple drivers were found all over the place not secured. No patient harm was reported.

Manufacturer narrative:
(B)(4).date sent: 8/21/2023 d4: batch # 355c73 b3: exact event date unk, entered (B)(6) 2023 as only the year was provided. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned reload. Visual analysis of the returned sample revealed that the gst60b reload was returned unfired with the reload pan partially dislodged from the right distal side. In addition, 2 double drivers missing, 4 double drivers out of position, and 1 single driver out of position, making the reload non-functional. No functional test was performed due the condition of the reload. No conclusion could be reached on what may have caused the reload pan to dislodge.  Device history review: a manufacturing record evaluation was performed for the finished device batch number 355c73, and no non-conformances were identified.